Event description:
During follow-up, no elective replacement interval (eri) vibratory alert was observed on the device. The device reached eri normally and was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.